Manufacturer narrative:
(B)(4)

Event description:
The patient underwent a wound revision with a plastic surgeon to remove necrotic tissue in the vicinity of the neurostimulator craniectomy incision on (B)(6) 2018. No further complications or issues were reported following the procedure.